Event description:
On 3/1/99, a nellcor puritan bennett employee found a svc return n-200 unit to be providing high saturation readings. The unit was then forwarded to nellcor puritan bennett's failure investigation dept. There it was found to provide a five to fifteen point offset. No pt involvement.